Event description:
Information provided but not submitted in initial MDR report includes: it was initially reported that the laser fibers were broken during the case. Additional information was provided on 11mar2019: there was no break in the fiber. There was no injury to the staff/end user. There was no need for any additional procedures, treatments or medications as a result of this issue. Associated with MDR # 1820334-2019-00653 and MDR # 1820334-2019-00651).

Manufacturer narrative:
A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, review of trends, manufacturing instructions, and quality control data. One device was returned for investigation. Peel of label included with the device confirms the lot number. A visual examination confirmed fiber is broken on the distal end, the fiber broke off inside the cladding. Distal end of cladding is smashed and bent. Charring is visible on the cladding. A review of the device history record showed no non-conformances for this lot number. A review of complaint history revealed no other complaints associated with this lot number. The instructions for use (IFU ) provides the following information to the user related to the reported failure mode. Precautions: a number of different factors affect the life of any particular fiber, including: extended lasing power, continuous lasing with fiber tip in contact with tissue, lasing with a contaminated or damaged proximal end, improper handling, poor laser beam alignment or focus, never subject fiber optics to sharp bends in handling, use or storage, always keep connector end dry and free from contaminates, discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards, and do not exceed power limits. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping.the investigation conclusion is cause traced to user; unintended use error caused or contributed to the event. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k#: k136197. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a ureteroscopy with laser lithotripsy using an unspecified ureteroscope and a cook® single-use holmium laser fiber, the fiber malfunctioned during the case and the tip eroded much quicker than normal. A second (associated pr# (B)(4)) and third fiber (associated pr# (B)(4)) were opened during the case. It is reported that these fibers malfunctioned and eroded as well. The procedure was completed successfully with the three fibers. The patient did not experience any adverse effects from this alleged product complaint. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.